Event description:
Consumer called to report having problems with their meter. Testing was not consistant with how pt felt. Needed assistance while making a drive (state troopers/paramedics). Received glucose levels of 250, 40, 45 and when pt was tested by emt their reading was 39. Analysis run on clark error grid using mean avg. Readings (112) as ref. Point vs. Bd readings (250, 40, 45) yielded data points in the c range of the grid, outside of acceptable limits.